Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control advised the customer that the device is no longer supported by physio; therefore parts and service are not available if it were necessary. It was later confirmed by the customer that the device was not repaired and that it has been permanently removed from service. The device was not returned to physio for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing a preventative maintenance (pm) inspection on their device that it was unable to charge (in order to shock). The biomedical engineer further advised that he had been testing the sync function and that the device only charged to 3 joules before showing an "unable to charge" message on the display. Additionally, a service indicator appeared. There was no patient use associated with the reported event.